Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another nc emerge balloon catheter without any issue. There were no patient complications.